Manufacturer narrative:
(B)(4). The device was not returned for evaluation; therefore, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the information provided to abbott vascular, the manufacturing records and complaint history. The investigation concluded that the reported delivery catheter shaft bend and sleeve steering issue were related to challenging patient anatomy and user error. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. It should be noted that the mitraclip instructions for use states a warning: do not deflect the sleeve tip more than 90 degrees as device damage may occur. Use of damaged product may result in cardiac injury. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is submitted to report the atypical clip movement in the left atrium that has the potential to cause or contribute to injury if the clip comes in contact with the atrial wall. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. The left atrium was enlarged. The clip delivery system (cds) was advanced to the left atrium; however, due to the challenging anatomy, more m-knob was used to steer to the mitral valve, and the cds was inadvertently curved over 90 degrees. While steering the cds, the delivery catheter shaft became bent and the sleeve began to steer in an irregular, non-distinct way with use of the m-knob. The cds with undeployed clip was removed from the anatomy. Two other clips were implanted, reducing the mr to 2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.